Event description:
Per information provided: (B)(6) 2016 ¿ patient was diagnosed with recurrent incisional hernia thereby underwent open repair with implant of ventrio st meshes (device 1 and device 2). Per operative notes, ¿there was two fascial defects, one in the midline, one in the right. The midline defect was measured and two pieces of ventrio st meshes (device 1 and device 2) were placed to the fascia using sutures.¿ (ppf/mrr) (B)(6) 2016 ¿ patient was diagnosed with open abdominal wound. (Ppf/mrr). (B)(6) 2019 ¿ patient was diagnosed with recurrent ventral hernia thereby underwent open repair with removal of ventrio st meshes (device 1 and device 2). Per operative notes, ¿one of upper midline hernias were encountered and dissected out both. The two separate locations of both ventrio st meshes (device 1 and device 2) was at one place very adherent to a loop of small bowel and another place adherent to the abdominal wall partially. The ventrio st meshes (device 1 and device 2) were dissected out. The defect was measured, and a synthetic mesh was placed and sutured.¿ (ppf/mrr).

Manufacturer narrative:
Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2015) is considered to be a best estimate. This emdr represents the bard/davol ventrio st mesh (device #2). An additional supplemental emdr was submitted to represent the bard/davol ventrio st mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.